Manufacturer narrative:
Occupation ni equals lay user/patient.

Event description:
The customer complained of multiple occurrences of questionable inr results from their coaguchek xs meter serial number (B)(4) compared to an unknown laboratory method. This medwatch will cover strip lot 31404821. Refer to medwatch with patient identifier (B)(6) for information on strip lot 35350321 and medwatch with patient identifier (B)(6) for information on strip lot 25863822. On (B)(6) 2018 the result from the customer's meter using strip lot 25863822 was 4.7 inr. The result from a roche meter at the doctor's office was 5.8 inr. Within 7 hours of the meter results, a laboratory result of 3.2 inr was obtained. On (B)(6) 2018 the result from the customer's meter using strip lot 31404821 was 7.1 inr. Within 7 hours a laboratory result of 4.0 inr was obtained. On (B)(6) 2018 the result from the customer's meter using strip lot 31404821 was 3.7 inr. Immediately after, the result from the customer's meter using strip lot 35350321 was 3.3 inr. Fifteen minutes later the customer was tested in a laboratory a result of 2.5 inr was obtained. The customer's therapeutic range is 2.0 - 3.0 inr. There was no allegation of an adverse event. The customer stated that he has never been told he is anemic but he did mention having a hemoglobin result of 8.1 on (B)(6) 2018. The customer believes his hemoglobin is back to normal. The customer is not on heparin, is not on direct thrombin inhibitors or other blood thinners, does not have antiphospholipid antibodies, no changes in diet, and no new illnesses. The customer is on a new medication, amiodarone. The customer had an ablation due to atrial fibrillation on (B)(6) 2018 and had to be taken off coumadin for a week. The customer stated the procedure being done in no way related to any meter results. The customer mentioned they are having some bruising but has not required any medical attention. The customer's meter and test strips have been requested for return.

Manufacturer narrative:
The customer did not return any materials for investigation. Relevant retention test strips (lot 353503, 314048, 258638) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is 4.5. Values 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated. Coaguchek uses human recombinant thromboplastin. Therefore, comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.